Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. Corrected fields: d8 and g2 added health care professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. In addition, the following non-reportable malfunctions were found during the device evaluation: lamp life over 500 hrs and non-olympus lamp. The event can be detected by following the instructions for use which state: [warning] non-olympus equipment can cause instability of the automatic brightness adjustment. [Average lamp life] approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide new information found during the legal manufacturer investigation. New information added to the following fields: b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The following reportable malfunctions was found during the device investigation: ignition error (e103), the event occurred due to failure of the ignitor. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The event can be prevented by following the instructions for use which state: 6.1 replacement of the examination (xenon) lamp. Never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited ignition error (e103. There were no reports of patient involvement.

Event description:
The customer reported to olympus, the light source has a lamp issue. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation (lamp issue) was confirmed, as the evaluation found a faulty lamp igniter. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.